Manufacturer narrative:
Device used for treatment and not diagnosis. We have not received the device for investigation. The manufacturing documents were reviewed regarding deviations during the manufacturing process. We could not detect any deviations during production, quality control, storage and delivery procedures. No product related fault was found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: cement gun broke. The reporting surgeon felt the handle of the defeat vertecem v+ cement gun was tight during mixing and filling. As a result, the cement gun broke. The surgeon used a spare gun which was comparatively smoother and easier to fill the injection syringes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Vertecem v+ product is not sold or distributed in the us however, it is similar to vertecem 510(k) k090435 and vertecem ii, 510(k) k121876. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies